Event description:
It was reported that the tip of two inserters sheared off during surgery and remained in the plugs. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Visual inspection of the returned inserters confirmed the reported event. A majority of the pentalobe tips were sheared off the distal end of the instruments. Due to the condition of the return instruments, a functional evaluation could not be performed. Hardness testing was performed on both instruments and it was discovered that the inner shaft of the instrument had a hardness reading of 36 hrc. This value is well below the 48 hrc min value specified in drawing of the instrument. A review of the manufacturing records indicated that there were no documents reporting the heat treatment of the inner shaft. Indicating that the inner shafts was most likely never heat treated to the required hardness but were assembled at the 36 hrc hardness as supplied from supplier. As a result, (B)(4) were initiated in order to further investigate the potential hazards. All 15 units of this lot have been quarantined until further instructions.